Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood on the balloon and the stent implant and in the guide wire lumen. There was contrast on the shaft. This is consistent with handling and suggests the sds was advanced into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. Follow up information received from the account confirmed that this did not occur during the procedure, as the physician was unaware of the hypotube separation. Thus, it is likely that the shaft separated at the reported kink during post procedure handling. There does not appear to be a product quality deficiency. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily tortuous and heavily calcified, which likely contributed to the failure to cross. Multiple kinks and bends were noted throughout the entire length of the hypotube. Reportedly, the shaft kinked during the attempt to cross the difficult lesion/anatomy. The additional kinks and bends noted during product analysis are likely the result of packaging and shipment back to abbott vascular for analysis. Reportedly, the sds was re-inserted into the body after the initial attempt to cross. It should be noted that the promus instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] In this instance, the IFU deviation does not appear to have contributed to the reported difficulties. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query the complaint-handling database for the reported lot revealed no other incidents reported for kinks for this lot. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during a procedure of the heavily calcified, heavily tortuous, concentric, de novo diagonal artery, the 2.5 mm x 15 mm promus stent could not cross the lesion and the shaft kinked. Predilatation was performed three times each with two different non-abbott balloon catheters. The 2.5 mm x 15 mm promus stent delivery system (sds) was advanced but could not cross the target lesion. Additional pre-dilatation was completed three times with a non-abbott balloon catheter and the promus sds was attempted again but still could not cross the lesion. After the device was removed it was noted that the shaft was kinked. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A 2.5 mm x 15 mm non-abbott sds was used to complete the procedure. Though requested, no additional information was provided. Return device analysis revealed that the hypotube shaft had separated distal to the strain relief tubing.